Event description:
During the observation of the completion angiogram, a kink was noted in the ipsilateral leg graft. The balloon catheter was re-advanced and inflated at the site of the reduced lumen. A viewing of the leg graft noted only a slight improvement in the lumen diameter. An attempt to advance and deploy an iliac leg extension in the lumen of the ipsilateral iliac leg graft, resulted in the delivery system and wire guide kinking during the advancement of both devices through a very angled external iliac artery. Device was withdrawn and another MFR's graft was advanced and deployed inside the zenith aaa leg graft. A completion angiogram was not performed due to the pt's renal function, but the physician felt that the image looked greatly improved with the introduction of the additional graft. No pt complications were encountered.